Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon noted a capsular tear during cataract removal. No vitreous noted in anterior chamber and no vitrectomy performed. She elected to not insert an intraocular (iol). Doctor plans to reevaluate the retina at a later date. No other surgical intervention is planned at this time. No additional information was provided. Through follow up it was learned that the catalys treatment was completed as planned. The doctor said it is unknown what caused the tear. No additional information was provided.